Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing. Besides the shock, there were no other adverse patient effects reported. This electrode remains in service. Technical services reviewed available device data and provided programming recommendations to the health care professional (hcp).

Event description:
It was reported that this electrode delivered an inappropriate shock due to oversensing. Besides the shock, there were no other adverse patient effects reported. This electrode remains in service.